Event description:
Patient's balloon pump began alarming that there was either a kink in the line or that the balloon pump was misplaced. Regular trouble shooting was completed without success. Cardiology fellow was called and the iabp help line was notified. They suggested that there may be a problem with a perforated balloon pump. Md was assured that the balloon would not be reinitiated from this point on. The balloon pump was removed two hours after initial alarm and a plan was developed on how we would continue the care for this individual moving on. Nipride was initiated with ensuing hypotension. Levophed was started afterwards to help reverse the hypotension. Md made aware before, during and after these events. Patient's daughter was informed of some of the changes made and also had an opportunity to speak with cardiology fellows.